Event description:
It was reported that there are two faulty new part of (B)(4). One has the issue where the split nut is not opening properly. The other has the black plate installed the wrong way. They are both placed back in its original packaging. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by bd service.